Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie was failed and device was not detected on bus. A field service engineer (fse) identified that drawer5.1, row b was not detected and proceeded to remove the row boards and reseat the row cable connections. The fse also inspected the drawer mechanics and replaced the slide stops on drawers 5.1 and 5.2, after which proper functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es jaxfloor2 main drawer 5.1 multiple cubie pockets b1, b2, b3, b5 and b6 failed and device were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.